Event description:
It was reported that multiple out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. There was no reported adverse effect to the customer's blood glucose level. Customer's pump is being replaced due to this issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. Transmitter was replaced to resolve the issue. No additional patient or event information was available.